Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the during the site, while rounding multiple devices were observed with corrosion and contaminate on both the right (male) and left (female) iui connectors. There was no patient involvement.

Event description:
It was reported that the during the site, while rounding multiple devices were observed with corrosion and contaminate on both the right (male) and left (female) iui connectors. There was no patient involvement.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.